Event description:
A 6f angio-seal vip was deployed following a pre-deployment ultrasound. Post-discharge, the patient returned to the hospital with an ischemic leg requiring surgical intervention. Additional information was requested, but not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.